Manufacturer narrative:
The incident sample was visually inspected (the cord had been cut off & not returned) and a brownish material, possible skin, was visible in one corner. Gel was present beneath the brown material, but no evidence of charred or burnt gel was found beneath the brown material. No areas of exposed foil were noted. The customer indicated that the generator alarmed prior to the customer cutting off the pad cord and applying a new one. An intermittent compromise of pad/pt interface may have been detected which caused the system to alarm.the info contained herein is being provided to FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitue an admission on behalf of co's that the product which is the subject of this report in any way malfunctioned, was defective, or was causally related to any death or injury.

Event description:
During a mastectomy procedure, the generator's rem alarm continued to to off and on, so o.r. Personnel cut the pad cord in two (pad remaining on the pt) and another pad was applied next to the "faulty" pad. When the "faulty" pad was removed, a "small cresent shaped burn" was noted. The burn was minor and did not require surgical treatment.